Manufacturer narrative:
Good faith effort stated that the event/procedure date was on (B)(6) 2025. However, the event notification date was received on february 03, 2025, cst. Used february 03, 2025, as the aware date and event date.

Event description:
It was reported that stent premature deployment occurred, requiring intervention. Vascular access was obtained via contralateral approach using a 7fr sheath. The 50% tight stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0x60x135 cm express ld vascular stent balloon expandable was advanced for treatment. During the procedure, the stent dislodged from the catheter in the right iliac without inflating the device. The stent was taken out by using a 3x60 mustang balloon from the body with additional incision nearby the sheath. The procedure was completed with plain old balloon angioplasty using a mustang catheter, and it was ensured that there was no bleeding, and that blood flow was restored. No further complications were reported.